Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.

Manufacturer narrative:
Correction : unique identifier (UDI) # additional information : manufacturer narrative. Root cause: the probable cause of the reported that 8015 had an error code 133.6090 was not identified during the customer call. However, to address the issue, tech support recommended to replace power supply processor board. Note that imdrf annex a09, c02, d15, and g02035 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.